Event description:
This is the same patient as in (B)(4). It was reported that the heater bag disconnected from the integrated set during dwell one of four on a homechoice (hc) machine. The caregiver (cg) reattached the line to the heater bag. The cg did not notice anything unusual with the supplies that would have caused the disconnection. The technical service representative (tsr) assisted the cg in ending therapy. There was patient involvement but no patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.